Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (misaligned) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jul-2018 with the following findings: during investigation, the display was cracked and the allegation of a misaligned display was unable to be investigated. Unrelated to the original complaint, visible moisture corrosion was in the battery compartment. The battery compartment was cracked on the left side of the grip pad. A leak test failed due to a leak from the battery compartment crack. The pump was opened to find no moisture.